Manufacturer narrative:
Initial.

Event description:
It was reported that the user transitioned from dexcom g6 to dexcom g7 continuous glucose monitor (cgm), paired the g7 in the dexcom app, and initially did not connect the sensor to the ilet, leading to difficulty pairing the correct sensor; the user then entered the pairing code and confirmed successful connection to the ilet following support and education. No adverse clinical symptoms reported. Outcomes included successful sensor pairing with no alerts or alarms and no need for medical care. User support included guided troubleshooting and user education on proper pairing workflow for dexcom g7 with the ilet. Investigation of this case revealed use error related to pairing sequence or sensor type selection that was resolved through correct pairing using the provided code, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.